Event description:
It was reported to philips that the device was being brought with while escorting a with myocardial infarction to the catheterization room for interventional treatment. During the escort process, the defibrillator fails to alarm due to power failure, the defibrillator black out before being delivered to the dsa room.

Manufacturer narrative:
Product problem only, updated patient outcome and health impact fields.

Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the device alarm due to power failure. Device was in clinical use at the time of event, however, there was no patient harm or injury reported to philips. Another monitor was used immediately. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the battery capacity is low. After replacing the battery, device was back to normal use. Based on the information available and the testing conducted, the cause of the reported problem was low-capacity battery. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.